Event description:
It was reported that the right ventricular (rv) lead was not capturing and fluoroscopy showed it had moved/exhibited dislodgement. Undersensing was also noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.